Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed. At the distal end of the instrument, failure analysis found a frayed grip cable. The frayed cable strands protruded out at the wrist. During further investigation, failure analysis found (unrelated to the reported issue) damage to the conductor wire's insulation. An electrical continuity test was performed and the instrument failed testing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, an or staff member noticed that the fenestrated bipolar forceps had a broken/loose cable. No fragments fell into the patient. The procedure was completed with no reported injury.